Manufacturer narrative:
Siemens is conducting a thorough investigation of the event. It is stated in the operator manual to perform a daily check of the system. During the daily check loose parts should be noticed, and if so, service must be called. In case of system movements (e.g., to another place) the systems arm should be in locked position to avoid damages to the system / collimator. Normally the collimator and the cover would be held by cables should it detach completely from the system unexpectedly. Nevertheless, it is assumed that in worst case a minor to serious injury might be the outcome if a person were hit by a falling collimator. Investigation is ongoing. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
The screws holding the collimator cover on the mobilett xp units became loose over time. Personnel at the user's site took the cover apart and reinstalled without siemens involvement. However, the collimator remained unstable/wobbly. The collimator was unable to rotate to 180 degrees as designed. The inspection performed by siemens service engineer confirmed that the screws securing the collimator to the x-ray tube had loosened. Following cleaning and lubrication of the rotating parts, the collimator could be rotated normally again and became steady following the repairs. There are no injuries attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The issue was investigated in detail. The investigation showed that the fixing screws of the collimator cover had become loose. The analysis of the provided pictures of the collimator did not indicate any issues on the collimator flange or on the related screws for the fixation of the collimator flange. The cover is fixed to the collimator with four screws. It is assumed that all four screws became completely loose and detached until the cover could completely fall off. According to the information received from the service organization, the problem was resolved by the user by retightening the screws on the collimator cover. It was determined that the last maintenance on the concerned system was performed in 2011. The customer does not have a service contract with siemens; therefore, it is possible that the screws got loose over time. It is recommended to perform a daily visual check of the system, such as of the collimator housing for loose or damaged parts (see also operator manual mobilett xp/xp eco/xp hybrid - spr8-230g.621.01.09, chapter "daily checks", page 95). Such functional and safety checks must be performed to ensure that the system is ready for operation and all safety-relevant unit functions are working properly. With this daily check the operator would also be able to detect a loose collimator cover. No general problem was identified.